Event description:
It was reported that during an in person device check, the right atrial (ra) lead exhibited intermittent undersensing of p waves during recorded atrial tachycardia (at) / atrial fibrillation (af) episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 694758 defib lead, implanted on (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.